Event description:
It was reported that a user accidentally submerged an ilet device in ocean water for approximately ten minutes, subsequently allowed it to dry for several days, and later observed that it would not power on or charge normally until it eventually powered on but continued to exhibit charging difficulty, consistent with fluid ingress affecting the device and charging subsystem. Symptoms included no alarms or alerts and loss of expected charging function. Outcomes included the user discontinuing the affected device and continuing therapy with backup methods. Investigation included customer interview and troubleshooting education, with review of exchange logistics. Investigation of this case revealed performance degradation consistent with liquid exposure and likely corrosion or damage to internal electronic or charging components. It was concluded, based on previously established findings for similar reports, that the cause was user exposure of the device to liquid leading to device malfunction due to fluid ingress.

Manufacturer narrative:
Initial.